Manufacturer narrative:
H.6 investigation summary: catalog 442021. Batch no. 2123353. Customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) contamination occurred. The following information was provided by the initial reporter: customer is reporting a patient with one anaerobic bottle become positive and no other sets were positive for ref # 442021, lot # 2123353. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details 1. What result did the customer obtain from the bd product? Positive lytic anaerobic bottle with anaerococcus. 2. What result was the customer expecting to obtain (if different from the obtained result) : negative lytic anaerobic bottle as all other 3 sets was negative. 3. Was this a qc, validation, or proficiency test? No. 4. Was patient treatment changed as a consequence of the issue with results? No. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? N/a.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) contamination occurred. The following information was provided by the initial reporter: customer is reporting a patient with one anaerobic bottle become positive and no other sets were positive for ref # 442021, lot # 2123353. Hazard, injury or erroneous results? Yes hazard, injury or erroneous results details 1. What result did the customer obtain from the bd product? Positive lytic anaerobic bottle with anaerococcus 2. What result was the customer expecting to obtain (if different from the obtained result) : negative lytic anaerobic bottle as all other 3 sets was negative 3. Was this a qc, validation, or proficiency test? No 4. Was patient treatment changed as a consequence of the issue with results? No 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? N/a